Manufacturer narrative:
(B)(4). Final analysis of the pump (model 863740, serial # (B)(4)) found gear train anomaly. The anomaly was corrosion and/or wear and/or lubrication. There were multiple motor stalls and recoveries seen in the logs. During destructive analysis, significant residue was found. Shaft wear on the lower shaft of gear 2 was also noted. There was also some residue on the jewel where the lower shaft of gear 2 inserts into the bottom bridge assembly.

Event description:
It was reported that the pump was explanted because of elective replacement indicator. The pump was being used to deliver morphine and bupivacaine.